Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error did not reoccur, and the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.